Manufacturer narrative:
A sample was returned for evaluation. An investigation is currently underway upon completion, the results will be forwarded.

Event description:
It was reported to tyco / kendall healthcare that a customer had a problem with a uvc. The customer reports "the uvc is leaking by the hub."